Manufacturer narrative:
Received one (1) used list# 125390490, primary plum set for inspection. No damage or anomalies were noted. Received one (1) photo of the set. The set was air pressure leak tested. No leakage was observed. The filter was leak tested. No leakage was observed. The reported complaint of leakage cannot be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 aug 2025 has been used as a placeholder. The device has been received for evaluation. The investigation is pending completion.

Event description:
A complaint was regarding a primary plum set, 1.2 micron filter, clave y-site, secure lock, 104 inch that experienced leakage during use. It was stated in the report that the product leaking happened on multiple occasions with different tubing. There were patient involvement and no patient harm or delay in therapy reported.